Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was in the 300 mg/dl range. Customer stated that she treated for her high blood glucose level in the past event. Customer noticed that her blood glucose level was high when she gets to the end of the reservoir and there are 20 units left. Customer was not sure if the insulin is going in. Customer was not receiving no delivery alarms, however, she did receive one alarm some time ago. Customer declined troubleshooting with a high pressure test since the pump was working at this time. Customer stated that there are 155 units left after the units were reviewed. No additional information provided.